Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory on 12/08/2020. An investigation was conducted on 01/13/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact., no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) was foggy. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) was foggy. A replacement device was used to complete the procedure. No patient involvement.